Event description:
While I was in the military, I had three umbilical hernia surgeries. The mesh that was used for the second and third surgery was bard's ventralex mesh. The first surgery failed because they sutured the defect. The second surgery they placed the mesh in. After that I have been in pain. They done a third surgery because the mesh failed. They fixed it and still used the mesh. Like I said there is constant pain from this mesh.